Manufacturer narrative:
Method: medical review. Results: per medical review - based on the reported information, it is not likely the medical device was the cause of the event. Conclusions: based on the complaint history, work order search and the medical review, it is not likely the medical device was the cause of the event. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od). The patient reported she had "farsighted" blurriness (possibly due to nursing). The lens was implanted on (B)(6) 2013 and remains implanted. The facility were unable to confirm the patient's complaint and the date of the last visit was (B)(6) 2013. The patient's prognosis was excellent and va was 20/20.

Manufacturer narrative:
(B)(4). Lens implanted.. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.